Event description:
Boston scientific was notified that during a procedure, it was not possible for the atending physician to place the gdc in the desired location. During retrieval, it was discovered that the connection between the gdc coil and pusher wire was broken."